Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected, lymphadenopathy, and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿extracapsular rupture, swollen lymph nodes, infection, and diagnosis of bia-alcl.¿

Event description:
Patient representative reports left side "pain, itchiness, and an extracapsular rupture". Patient underwent multiple tests, which are not specified, and was diagnosed with bia-alcl. Biomarkers were not provided. Along with the alcl, the patient suffered the following: "swollen lymph nodes, infection, pain, stress, breast swelling, rashes, anxiety, shock, chronic pain, and disfigurement, loss of enjoyment of life, and a loss of amenities." Unrelated to the device reported "lupus, headaches, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, depression, emotional trauma," and "unable to participate in those recreational, social, household, athletic, and employment activities to the extent to which [patient] participated prior to development of bia-alcl." The device was explanted.